Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a hydratome rx device was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, while aligning the tip of the tome with the papilla, the tome became crooked and bent. The device became unusable for the procedure. The procedure was completed with another hydratome rx device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.